Manufacturer narrative:
A replacement power supply has been sent to the customer. The customer reported a prong issue. She did not report of any fire, spark or injury. Upon receipt and quality engineering on (B)(6) 2015, a breach in the transformer housing was found. See attached product evaluation. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service that the prongs on the transformer of her pump in style were loose and sunk into the housing of the transformer. Upon receipt and quality engineering evaluation on (B)(6) 2015, a breach in the transformer was found, which is a safety risk.